Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl due to incorrectly setting the pump time as well as the pump being in sleep mode. Customer addressed low bg by consuming carbohydrates. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.